Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) repeater pump fluid transfer tube sets had foreign particles in the product container. This was noticed before product use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between 07/03/2023 and 07/04/2023. H11: the actual devices were not available; however, three (03) photographs of the samples were received for evaluation. Visual inspection of the photographs observed particulate matter (pm) embedded in the outside of tubing, in the sealed packaging and on the white spike housing. The pms were described as dark spot/small hair/ particulate. The reported condition was verified. The cause of the condition could not be determined; however, was possibly due to variations in the manufacturing or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.